Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a diagnostic hearth catheterization procedure. Reportedly, when the physician depressed the plunger a piece of the exchange sheath hub broke and fell off. The physician slid the safety release button and removed the device from the patient's groin. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicates the device was removed from the patient without using the safety release mechanism (safety release button), as the physician did not remember the device has this feature.

Manufacturer narrative:
(B)(4). Lot number corrected, change from 20919j1 to 20919k1. Device (B)(4) - failure to follow steps/instructions. The IFU instructs the user to retract the thumb advancer and slide the safety release button in case of inability to complete advancement of the thumb advancer to safely remove the device from the patient. Evaluation summary: the device was returned for evaluation. The exchange sheath hub cap was not returned with the device for analysis. The report of the hub cap breaking could not be conclusively confirmed. The analysis of the returned device revealed the nylon shaft was noted to be carved by the tube, approximately 1 inch distal of the hub. Based on visual inspection, functional testing of the returned device, there is no indication of a product deficiency. The probable cause of the reported event was most likely related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be in their sixties. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.